Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implantation of the ventricular lead, it exhibited high capture thresholds at multiple positions. The lead was suspected to be damaged and was replaced. The patients condition is stable.

Manufacturer narrative:
The reported events of inadequate capture threshold and unspecified lead damaged were not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.